Event description:
On (B)(6) 2011, the pt was implanted with a gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2012, the physician reintervened due to the trunk-ipsilateral leg component in folding. During the reintervention, the physician did ballooning and implanted an aortic extender component (pxa320300). As reported, the pt tolerated the procedure.

Manufacturer narrative:
Result - the review of the mfg paperwork verified that this lot met all pre-release specs.